Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The contacts between the power cable and signal cable were cleaned to resolve the issue.

Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation. There was no report of patient injury.